Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd viva¿ pen needle was difficult to depress and "did not deliver the dose correctly".

Manufacturer narrative:
Investigation: functionality testing was carried out on 30 of the returned samples and no issues were observed. A clog test was also carried out on 30 samples and no issues were observed. A lot history review was carried out and no related non conformance's were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. No issues were observed with the returned samples therefore no root cause can be identified.

Event description:
It was reported that the bd viva¿ pen needle was difficult to depress and "did not deliver the dose correctly".